Event description:
After a surgery, while the surgical light system was moved, a plastic cap of the bracket broke and fell to the floor. There was no pt in the room, the hospital did not report any injuries. (B) (4). (B) (4).

Manufacturer narrative:
One maquet field rep visited the hospital and replaced the cap that broke. This cap is located in a place of the light that can be subjected to impacts with other objects in the operating room. The hospital is under preventive maintenance with maquet. During the last maintenance in october 2008, one maquet technician recommended to replace this cover because it was damaged. The hospital did not follow this recommendation. Maquet inc. Submits this report on behalf of the device mfg facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.